Manufacturer narrative:
Product event summary: analysis found the lcd ( liquid crystal display) was out of electrical specification. Analysis also found the upper case was dented, the lower case and one side bail cover were broken, the ring was bent, and the keyboard was scratched and damaged.

Event description:
The programmer was returned to the manufacturer for calibration, analyzed and tested out of specification. There was no patient involvement.